Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00117.

Event description:
It was reported that the patient had an initial knee arthroplasty and ten years after the procedure they were revised due to pain and loosening. Attempts have been made and no further information has been provided.